Event description:
It was reported that the patient underwent an explant due to an unknown reason. The explanted ipg was retained by the medical facility and will not be returned. Additional information was received that the ipg was explanted due to patient's preference.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant due to an unknown reason. The explanted ipg was retained by the medical facility and will not be returned.